Event description:
On (B)(6) 2012, the customer reported they received information from another manufacturer's field representative that this right ventricular (rv) lead exhibited low out of range pacing impedance measurements when programmed in unipolar configuration. The patient was noted to be pacemaker dependent. During an in-clinic evaluation, the lead exhibited noise and slightly increased threshold measurements. The noise was oversensed resulting in multiple stored high rate ventricular episodes. No adverse patient effects were reported. An invasive procedure was performed. An attempt was made to explant the lead, however, due to adhesions, the lead pulled back into the atrium and the physician elected to cut and surgically cap and abandon the lead (on (B)(6) 2012). Another manufacturer's lead was successfully implanted. The lead was actively implanted for approximately (B)(6).

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.